Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after 4 hours later of procedure, the patient had a pericardial effusion which did not lead cardiac tamponade. Medication was given to resolve pericardial effusion. The physician believe that the pericardial effusion was caused by accessing the patient's appendage which was very small. It was reported that there was no difficulty with implanting the device, however, the difficulty was to go into the appendage, the ostium was very small. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet was selected for an implant using a 12f amplatzer delivery sheath. The trans-septal puncture was done under transesophageal echocardiography (tee). Pressures were taken and the patient was filled up to 12 with pog. The sheath was placed in the auricle using a non-abbott device to avoid tamponade. The device was stable from the first attempt; tug test and release of the device was done. The pericardium was dry at the end of the procedure. 4 hours later, it was observed that the patient had a pericardial effusion which did not lead to cardiac tamponade. The physician believed that the pericardial effusion was caused by accessing the patient's appendage, which was very small. Drainage was complicated but the patient was reported to be hemodynamically stable. The pericardial effusion will be monitored.